Event description:
It was reported that the unspecified bd IV set experienced flow issues and check valve malfunction. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. We had an pcu and pump module that did a fast infusion or the IV set failed on (B)(6) 2021 at 1845. Attached equipment log, pcu was not saved so no logs for the pcu that was used during the incident, no errors reported in error log. Secondary tubing observed dumping contents into primary mivf bag and bypassing 1-way valve. Tubing removed from pump. Ivpb of mag sulfate did not reach the patient, and phenomenon was not demonstrated below the pump channel. Tubing was removed from patient care and saved. Had been hung the previous day so lot # sn # is not known.

Manufacturer narrative:
H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline and attached to a bd secondary set filled with blue dye water. The sets were allowed to free flow. No observation of back flow was observed. The customer complaint that secondary tubing observed dumping contents into primary mivf bag and bypassing 1-way valve was verified. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier determined the root cause to be particulate matter found in the device. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd IV set experienced flow issues and check valve malfunction. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. We had an pcu and pump module that did a fast infusion or the IV set failed on (B)(6) 2021 at 1845. Attached equipment log, pcu was not saved so no logs for the pcu that was used during the incident, no errors reported in error log. Secondary tubing observed dumping contents into primary mivf bag and bypassing 1-way valve. Tubing removed from pump. Ivpb of mag sulfate did not reach the patient, and phenomenon was not demonstrated below the pump channel. Tubing was removed from patient care and saved. Had been hung the previous day so lot #, sn # is not known.